Event description:
Discordant, falsely low sodium results were obtained for three patient samples on a dimension xpand plus w/ hm instrument. Two patients ((B)(6)) were ER patients diagnosed with hyponatremia. The discordant results were reported to the physician(s). The samples were rerun on the same instrument and resulted higher than the initial results. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. During troubleshooting the tsc specialist discovered that the customer is centrifuging the plasma tubes for ten minutes instead of the tube vendor specified fifteen minutes. The cause of the discordant, falsely low sodium results is unknown. The centrifuging of the plasma tubes against tube vendor specifications is failure to follow instructions. This instrument is performing according to specifications. No further evaluation of this device is required.